Manufacturer narrative:
Event date is estimated to be in (B)(6) 2020. This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an increase in the capture threshold resulting in a loss of capture and episodes of oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a kinked rv lead at the proximal end of the rv coil. During the revision procedure, a stylet was unable to be inserted into the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.